Event description:
The pt previously experienced a total hip replacement on one side. A 95 degree dcs plate was implanted for a proximal femur fracture. The pt tripped over the cast and the plate broke. On 8/26/98, the broken plate was removed.